Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reported event: loose eyepiece, was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: damaged lens and scratches at the eyepiece cup. Based on the results of the investigation, the probable cause of the malfunction was not identified because according to the instruction for use (IFU), the eyepiece shall indeed be loose. The event can be [detected/prevented] by following the instructions for use which state: 3. The eyepiece shall indeed be loose (see chapter 5 ¿preparation¿): 5.3.1 connecting the eyepiece cup. Make sure that the thread of the eyepiece cup is completely dry. Connect the eyepiece cup to the ocular thread of the telescope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while performing routine maintenance on his olympus autoclavable telescope, he noted that the eyepiece was loose. There was no patient involvement during this event.